Manufacturer narrative:
This report is submitted on september 30, 2022.

Event description:
Per the clinic, it was reported that the receiver/stimulator was exposed (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on february 19, 2024.